Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace on keypad assembly. Device passed the sleep current measurement and active current measurement test. No failed battery test alarms noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and self test was failed. Customer stated that insulin pump alarmed as hardware low level failures which was able to successfully cleared the alarm and completed rewind process also. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.